Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the atrial channel. Atrial sensing was 0.9 mv and lead impedance 230 ohms. A follow-up was planned.